Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4). Method (process evaluation): work order search results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -5.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens will be explanted due to vault is too steep. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the lens was explanted due to narrowing of the angle and shallowing of the anterior chamber depth. Post-op the lens had a good vault and patient's post-op best-corrected visual acuity was 20/20. The surgeon felt the cause of the event was due to a calculation problem.

Manufacturer narrative:
(B)(4) new incision. Secondary surgery. Explanted. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the customer reported the lens was explanted on (B)(6) 2016 and was exchanged for a shorter lens. The patient is doing very well.